Event description:
When moving the patient, following the operation, the transducer broke from the IV line.

Manufacturer narrative:
Upon receipt and investigation a follow-up report will be submitted. (B)(4).